Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 27-year-old female patient who had essure (ess205) (batch no. 509408) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 in (B)(6), yeast infection (itchy red burning), vaginal discharge (thick yellow discharge) on (B)(6)2004, radius fracture (right distal radius fracture), wrist fracture, abdominoplasty, wrist surgery, oral surgery and c.difficile diarrhea. Concurrent conditions included vaginal discharge, vaginal odor since (B)(6)2008, dysplasia, spotting between menses (spotting between periods- pinkish discharge with white discharge.), vulvovaginitis, dizziness, pre-menstrual tension syndrome, vitamin d deficiency, acne vulgaris (with post inflammatory hyperpigmentation.), urinary frequency, dysuria, cervicitis, cystitis, depression and chlamydial infection. Family history included alcoholism (mother), blood pressure high (mother), alcoholism (father), malignant neoplasm of colon, colon cancer (maternal grandmother), heart disease, unspecified (mother), alcohol use (mother) and drug abuse (mother). Concomitant products included spironolactone since (B)(6)2017. On (B)(6)2006, the patient had essure (ess205) inserted. On (B)(6)2006, 2 months 1 day after insertion of essure (ess205), the patient experienced vulvovaginal mycotic infection ("yeast infection"). In (B)(6), the patient experienced pelvic pain ("pain: pelvic pain/pain"). On (B)(6)2008, the patient experienced constipation ("constipation"). On (B)(6)2008, the patient experienced menorrhagia ("prolonged menses/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue"). On (B)(6)2008, the patient experienced dyspareunia ("painful intercourse"). On (B)(6)2009, the patient experienced urinary tract infection ("urinary tract infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cystitis ("infection (bladder/urinary tract/vaginal)") and vaginal infection ("infection (bladder/urinary tract/vaginal)"). On (B)(6)2013, the patient experienced migraine ("migraine headache"). On(B)(6)2014, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)/sharp stabbing pain"). On (B)(6)2015, the patient experienced alopecia ("hair loss") and rash ("rashes along legs and face"). On (B)(6)2015, the patient experienced back pain ("severe back pain/pain"), abdominal pain lower ("pain: lower left quadrant/severe in the lower quadrant") and pain in extremity ("pain: upper thigh"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with antibiotics, desoximetasone and surgery (underwent robotic assisted bilateral salpingectomy and essure coil removal). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, alopecia, vaginal haemorrhage, urinary tract infection, vulvovaginal mycotic infection, constipation, bladder disorder, urinary tract disorder, cystitis, vaginal infection, migraine, rash, abdominal pain lower, pelvic pain, pain in extremity and fatigue had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, constipation, cystitis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure (ess205). The reporter commented: essure was successfully implanted, without complications. Beginning in october 2006 patient sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - on (B)(6)2016: fallopian tubes were bilaterally occluded smear cervix - on (B)(6)2007: abnormal; on (B)(6)2010: low grade squamous intraepithelial lesion urine analysis - on (B)(6)2013: blood- abnormal; on (B)(6)2016: blood- abnormal, leukocyte esterase- abnormal; on (B)(6)2016: blood- abnormal on (B)(6)2007, laboratory report: endocervical curettage, cervix biopsy. Final diagnosis: cervix, endocervical curettage- benign endocervical type columnar epithelium, cervix biopsy- koilocytosis and mild dysplasia, benign endocervical type columnar mucosa. On (B)(6)2008, ultrasound of the right breast, right lump felt. On (B)(6)2008, laboratory report revealed endocervical curettage, cervix biopsy at 11 diagnosis: mild dysplasia ,hpv. On (B)(6)2010, cytology diagnosis revealed thin prep specimen specimen source- cervical cytology diagnosis: result- epithelial cell abnormality and descriptive diagnosis. Recommendation: colposcopy and biopsy. On (B)(6)2010, laboratory report revealed endocervical curettage, cervix biopsy at 6, cervix biopsy at 12-benign endocervical type columnar epithelium, cervix at 6 biopsy- mild dysplasia, cervix at 12 biopsy- squamous mucosa with mild inflammation and reactive change final diagnosis: cervix, endocervical curettage. Microscopic description: sections demonstrate mucus and fragments of benign endocervical type columnar epithelium, sections demonstrate a minute portion of tissue with both squamous and endocervical mucosa, the squamous mucosa has koilocytosis and mild dysplasia, sections demonstrate fragments of tissue with predominantly squamous mucosa. There is a small component of endocervical mucosa as well. The squamous mucosa has some inflammation and reactive change. Significant dysplasia is not seen. On (B)(6)2013, dermatology report revealed final pathology diagnosis-left caifshave-0.7cm, seborrheic keratosis, clonal. Microscopic examination has been performed and is consistent with (he diagnosis.) Gross- received ill formalin labeled with the patient¿s name and the anatomic site is a superficial piece of skin measuring 0.8 cm by 0.7 cm by 0,2 cm~ the specimen is submitted entirely in one cassette. The measurements may not correspond to those in vivo as shrinkage from formalin fixation may occur. On (B)(6)2016, thin prep report revealed specimen-screening thin prep- cervical specimen adequacy- endocervical component present. Result- negative for intraepithelial lesion or malignancy. On (B)(6)2016, wet mount revealed yeast - abnormal, white blood cells - abnormal. On (B)(6)2016, urinalysis, microscopic revealed blood, protein leukocyte esterase, rbc¿s (red blood cells), wbc¿s, bacteria - abnormal. On(B)(6)2016, hysterosalpingogram showed there are metallic wires overlying the expected region of the fallopian rubes consistent with the history of previous essure procedure. Uterine lumen is normal is contour. There are a few air bubbles within the uterine lumen but no other filing defects are identified. There is no contrast opacification of the fallopian tubes are there is no spillage into the adnexal regions. Doctor visualized one trialing coil within the left uterine cavity and three trailing coils on the right. On (B)(6)2016, laboratory report revealed chlamydia, liquid- based-abnormal. On (B)(6)2016, laboratory report diagnosed with pelvic and perineal pain, encounter for other contraceptive management. On (B)(6)2017, laboratory report revealed fallopian tube, salpingectomy, right fallopian tube and essure coil, fallopian tube, salpingectomy, left fallopian tube and essure coil. Final diagnosis: fallopian tube, right, salpingectomy:- benign fallopian tube with an essure coil, fallopian tube, left, salpingectomy- benign fallopian tube with an essure coil. Microscopic description- slide shows multiple fragments of completely transected fallopian tube tissue without significant pathological abnormalities identified on (B)(6)2017, laboratory report revealed other specified no inflammatory disorders of vagina, candidiasis of vulva and vagina. On (B)(6)2017, laboratory report revealed acute vaginitis. Current weight 140.00 lbs. ¿concerning the injuries reported in this case, the following ones were reported via medical record: back pain, yeast infection; urinary tract infection, pelvic pain and recurrent bleeding lesions (confirming vaginal haemorrhage, menorrhagia), dyspareunia, fungal infection, fatigue and rash ¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 27-year-old female patient who had essure (ess205) (batch no. 509408) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 in 1997, yeast infection (itchy red burning), vaginal discharge (thick yellow discharge) on (B)(6) 2004, radius fracture (right distal radius fracture), wrist fracture, abdominoplasty, wrist surgery, oral surgery and c. Difficile diarrhea. Concurrent conditions included vaginal discharge, vaginal odor since (B)(6) 2008, dysplasia, spotting between menses (spotting between periods- pinkish discharge with white discharge.), vulvovaginitis, dizziness, pre-menstrual tension syndrome, vitamin d deficiency, acne vulgaris (with post inflammatory hyperpigmentation.), urinary frequency, dysuria, cervicitis, cystitis, depression and chlamydial infection. Family history included alcoholism (mother), blood pressure high (mother), alcoholism (father), malignant neoplasm of colon, colon cancer (maternal grandmother), heart disease, unspecified (mother), alcohol use (mother) and drug abuse (mother). Concomitant products included spironolactone since (B)(6) 2017. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, 2 months 1 day after insertion of essure (ess205), the patient experienced vulvovaginal mycotic infection ("yeast infection"). In (B)(6) 2007, the patient experienced pelvic pain ("pain: pelvic pain/pain"). On (B)(6) 2008, the patient experienced constipation ("constipation"). On (B)(6) 2008, the patient experienced menorrhagia ("prolonged menses/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue"). On (B)(6) 2008, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2009, the patient experienced urinary tract infection ("urinary tract infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cystitis ("infection (bladder/urinary tract/vaginal)") and vaginal infection ("infection (bladder/urinary tract/vaginal)"). On (B)(6) 2013, the patient experienced migraine ("migraine headache") and headache ("migraines/headaches"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)/sharp stabbing pain"). On (B)(6) 2015, the patient experienced alopecia ("hair loss") and rash ("rashes along legs and face"). On (B)(6) 2015, the patient experienced back pain ("severe back pain/pain"), abdominal pain lower ("pain: lower left quadrant/severe in the lower quadrant") and pain in extremity ("pain: upper thigh"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with antibiotics, desoximetasone and surgery (underwent robotic assisted bilateral salpingectomy and essure coil removal). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, alopecia, vaginal haemorrhage, urinary tract infection, vulvovaginal mycotic infection, constipation, bladder disorder, urinary tract disorder, cystitis, vaginal infection, migraine, rash, abdominal pain lower, pelvic pain, pain in extremity and fatigue had resolved and the headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, constipation, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure (ess205). The reporter commented: essure was successfully implanted, without complications. Beginning in (B)(6) 2006 patient sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: fallopian tubes were bilaterally occluded smear cervix - on (B)(6) 2007: abnormal; on (B)(6) 2010: low grade squamous intraepithelial lesion urine analysis - on (B)(6) 2013: blood- abnormal; on (B)(6) 2016: blood- abnormal, leukocyte esterase- abnormal; on (B)(6) 2016: blood- abnormal . On (B)(6) 2007, laboratory report: endocervical curettage, cervix biopsy. Final diagnosis: cervix, endocervical curettage- benign endocervical type columnar epithelium, cervix biopsy- koilocytosis and mild dysplasia, benign endocervical type columnar mucosa. On (B)(6) 2008, ultrasound of the right breast, right lump felt. On (B)(6) 2008, laboratory report revealed endocervical curettage, cervix biopsy at 11 diagnosis: mild dysplasia ,hpv. On (B)(6) 2010, cytology diagnosis revealed thin prep specimen specimen source- cervical cytology diagnosis: result- epithelial cell abnormality and descriptive diagnosis. Recommendation: colposcopy and biopsy. On (B)(6) 2010, laboratory report revealed endocervical curettage, cervix biopsy at 6, cervix biopsy at 12-benign endocervical type columnar epithelium, cervix at 6 biopsy- mild dysplasia, cervix at 12 biopsy- squamous mucosa with mild inflammation and reactive change final diagnosis: cervix, endocervical curettage. Microscopic description: sections demonstrate mucus and fragments of benign endocervical type columnar epithelium, sections demonstrate a minute portion of tissue with both squamous and endocervical mucosa, the squamous mucosa has koilocytosis and mild dysplasia, sections demonstrate fragments of tissue with predominantly squamous mucosa. There is a small component of endocervical mucosa as well. The squamous mucosa has some inflammation and reactive change. Significant dysplasia is not seen. On (B)(6) 2013, dermatology report revealed final pathology diagnosis-left caifshave-0.7cm, seborrheic keratosis, clonal. Microscopic examination has been performed and is consistent with (he diagnosis.) Gross- received ill formalin labeled with the patient¿s name and the anatomic site is a superficial piece of skin measuring 0.8 cm by 0.7 cm by 0,2 cm~ the specimen is submitted entirely in one cassette. The measurements may not correspond to those in vivo as shrinkage from formalin fixation may occur. On (B)(6) 2016, thin prep report revealed specimen-screening thin prep- cervical specimen adequacy- endocervical component present. Result- negative for intraepithelial lesion or malignancy. On (B)(6) 2016, wet mount revealed yeast - abnormal, white blood cells - abnormal. On (B)(6) 2016, urinalysis, microscopic revealed blood, protein leukocyte esterase, rbc¿s (red blood cells), wbc¿s, bacteria - abnormal. On (B)(6) 2016, hysterosalpingogram showed there are metallic wires overlying the expected region of the fallopian rubes consistent with the history of previous essure procedure. Uterine lumen is normal is contour. There are a few air bubbles within the uterine lumen but no other filing defects are identified. There is no contrast opacification of the fallopian tubes are there is no spillage into the adnexal regions. Doctor visualized one trailing coil within the left uterine cavity and three trailing coils on the right. On (B)(6) 2016, laboratory report revealed chlamydia, liquid- based-abnormal. On (B)(6) 2016, laboratory report diagnosed with pelvic and perineal pain, encounter for other contraceptive management. On (B)(6) 2017, laboratory report revealed fallopian tube, salpingectomy, right fallopian tube and essure coil, fallopian tube, salpingectomy, left fallopian tube and essure coil. Final diagnosis: fallopian tube, right, salpingectomy:- benign fallopian tube with an essure coil, fallopian tube, left, salpingectomy- benign fallopian tube with an essure coil. Microscopic description- slide shows multiple fragments of completely transected fallopian tube tissue without significant pathological abnormalities identified on (B)(6) 2017, laboratory report revealed other specified no inflammatory disorders of vagina, candidiasis of vulva and vagina. On (B)(6) 2017, laboratory report revealed acute vaginitis. Current weight 140.00 lbs. ¿concerning the injuries reported in this case, the following ones were reported via medical record: back pain, yeast infection; urinary tract infection, pelvic pain and recurrent bleeding lesions (confirming vaginal haemorrhage, menorrhagia), dyspareunia, fungal infection, fatigue and rash ¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2018: plaintiff fact sheet received - reporter information updated. New event headaches was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 509408) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 in 1997, yeast infection (itchy red burning), vaginal discharge (thick yellow discharge) on (B)(6) 2004, radius fracture (right distal radius fracture), wrist fracture, abdominoplasty, wrist surgery, oral surgery and c.difficile diarrhea. Concurrent conditions included vaginal discharge, vaginal odor since (B)(6) 2008, dysplasia, spotting between menses (spotting between periods- pinkish discharge with white discharge.), vulvovaginitis, dizziness, pre-menstrual tension syndrome, vitamin d deficiency, acne vulgaris (with post inflammatory hyperpigmentation.), urinary frequency, dysuria, cervicitis, cystitis, depression and chlamydial infection. Family history included alcoholism (mother), blood pressure high (mother), alcoholism (father), malignant neoplasm of colon, colon cancer (maternal grandmother), heart disease, unspecified (mother), alcohol use (mother) and drug abuse (mother). Concomitant products included spironolactone since (B)(6) 2017. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, 2 months 1 day after insertion of essure (ess205), the patient experienced vulvovaginal mycotic infection ("yeast infection"). On (B)(6) 2008, the patient experienced constipation ("constipation"). On (B)(6) 2008, the patient experienced menorrhagia ("prolonged menses/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue"). On (B)(6) 2008, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2009, the patient experienced urinary tract infection ("urinary tract infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cystitis ("infection (bladder/urinary tract/vaginal)") and vaginal infection ("infection (bladder/urinary tract/vaginal)"). On (B)(6) 2013, the patient experienced migraine ("migraine headache"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)/sharp stabbing pain"). On (B)(6) 2015, the patient experienced alopecia ("hair loss") and rash ("rashes along legs and face"). On (B)(6) 2015, the patient experienced back pain ("severe back pain/pain"), abdominal pain lower ("pain: lower left quadrant/severe in the lower quadrant"), pelvic pain ("pain: pelvic pain") and pain in extremity ("pain: upper thigh"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with antibiotics, desoximetasone and surgery (underwent robotic assisted bilateral salpingectomy and essure coil removal). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, alopecia, vaginal haemorrhage, urinary tract infection, vulvovaginal mycotic infection, constipation, bladder disorder, urinary tract disorder, cystitis, vaginal infection, migraine, rash, abdominal pain lower, pelvic pain, pain in extremity and fatigue had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, constipation, cystitis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure (ess205). The reporter commented: essure was successfully implanted, without complications. Beginning in (B)(6) 2006 patient sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: fallopian tubes were bilaterally occluded smear cervix - on (B)(6) 2007: abnormal; on (B)(6) 2010: low grade squamous intraepithelial lesion urine analysis - on (B)(6) 2013: blood- abnormal; on (B)(6) 2016: blood- abnormal, leukocyte esterase- abnormal; on (B)(6) 2016: blood- abnormal on (B)(6) 2007, laboratory report: endocervical curettage, cervix biopsy. Final diagnosis: cervix, endocervical curettage- benign endocervical type columnar epithelium, cervix biopsy- koilocytosis and mild dysplasia, benign endocervical type columnar mucosa. On (B)(6) 2008, ultrasound of the right breast, right lump felt. On (B)(6) 2008, laboratory report revealed endocervical curettage, cervix biopsy at 11 diagnosis: mild dysplasia ,hpv. On (B)(6) 2010, cytology diagnosis revealed thin prep specimen specimen source- cervical cytology diagnosis: result- epithelial cell abnormality and descriptive diagnosis. Recommendation: colposcopy and biopsy. On (B)(6) 2010, laboratory report revealed endocervical curettage, cervix biopsy at 6, cervix biopsy at 12-benign endocervical type columnar epithelium, cervix at 6 biopsy- mild dysplasia, cervix at 12 biopsy- squamous mucosa with mild inflammation and reactive change final diagnosis: cervix, endocervical curettage. Microscopic description: sections demonstrate mucus and fragments of benign endocervical type columnar epithelium, sections demonstrate a minute portion of tissue with both squamous and endocervical mucosa, the squamous mucosa has koilocytosis and mild dysplasia, sections demonstrate fragments of tissue with predominantly squamous mucosa. There is a small component of endocervical mucosa as well. The squamous mucosa has some inflammation and reactive change. Significant dysplasia is not seen. On (B)(6) 2013, dermatology report revealed final pathology diagnosis-left caifshave-0.7cm, seborrheic keratosis, clonal. Microscopic examination has been performed and is consistent with (he diagnosis.) Gross- received ill formalin labeled with the patient¿s name and the anatomic site is a superficial piece of skin measuring 0.8 cm by 0.7 cm by 0,2 cm~ the specimen is submitted entirely in one cassette. The measurements may not correspond to those in vivo as shrinkage from formalin fixation may occur. On (B)(6) 2016, thin prep report revealed specimen-screening thin prep- cervical specimen adequacy- endocervical component present. Result- negative for intraepithelial lesion or malignancy. On (B)(6) 2016, wet mount revealed yeast - abnormal, white blood cells - abnormal. On (B)(6) 2016, urinalysis, microscopic revealed blood, protein leukocyte esterase, rbc¿s (red blood cells), wbc¿s, bacteria - abnormal. On (B)(6) 2016, hysterosalpingogram showed there are metallic wires overlying the expected region of the fallopian rubes consistent with the history of previous essure procedure. Uterine lumen is normal is contour. There are a few air bubbles within the uterine lumen but no other filing defects are identified. There is no contrast opacification of the fallopian tubes are there is no spillage into the adnexal regions. Doctor visualized one trialing coil within the left uterine cavity and three trailing coils on the right. On (B)(6) 2016, laboratory report revealed chlamydia, liquid- based-abnormal. On (B)(6) 2016, laboratory report diagnosed with pelvic and perineal pain, encounter for other contraceptive management. On (B)(6) 2017, laboratory report revealed fallopian tube, salpingectomy, right fallopian tube and essure coil, fallopian tube, salpingectomy, left fallopian tube and essure coil. Final diagnosis: fallopian tube, right, salpingectomy:- benign fallopian tube with an essure coil, fallopian tube, left, salpingectomy- benign fallopian tube with an essure coil. Microscopic description- slide shows multiple fragments of completely transected fallopian tube tissue without significant pathological abnormalities identified on (B)(6) 2017, laboratory report revealed other specified no inflammatory disorders of vagina, candidiasis of vulva and vagina. On (B)(6) 2017, laboratory report revealed acute vaginitis. Current weight (B)(6) lbs. ¿concerning the injuries reported in this case, the following ones were reported via medical record: back pain, yeast infection; urinary tract infection, pelvic pain and recurrent bleeding lesions (confirming vaginal haemorrhage, menorrhagia), dyspareunia, fungal infection, fatigue and rash ¿. Most recent follow-up information incorporated above includes: on 12-feb-2018: this case is medically confirmed. Reporter information was updated. This case concerns (B)(6) year old patient. Her demographics were updated. Lab data was added. Her historical conditions, family history and concurrent condition were added. Essure lot number 509408 was added. Events: abnormal bleeding (vaginal, menorrhagia); urinary tract infection; yeast infection; constipation; bladder or urinary problems or changes; infection (bladder/urinary tract/vaginal); infection (bladder/urinary tract/vaginal); migraine headache; rashes along legs and face, pain: lower left quadrant/severe in the lower quadrant; pain: pelvic pain; pain: upper thigh and fatigue. Treatment and concomitant medications were added. Within a month of removal all symptoms had been resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse") and alopecia ("hair loss"). The patient was treated with surgery (underwent a bilateral salpingectomy with essure removal). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia and alopecia had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia and menstrual disorder to be related to essure (ess205). The reporter commented: essure was successfully implanted, without complications. Beginning in (B)(6) 2006 patient sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: fallopian tubes were bilaterally occluded doctor visualized one trialing coil within the left uterine cavity and three trailing coils on the right. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.